Event description:
General report received of non-delivery of IV fluids with no pump alarms. The customer contact reported that there have been an unspecified number of non-delivery complaints due to mis-loading of the tubing in the tubing channel. The pumps were reported to increment as though fluid was being delivered, but no fluid was actually being delivered. The customer had no specific details of any of the events. The hospital educator is working with the staff to re-educate them on the need to watch for drops in the drip chamber once the infusion is started to ensure that delivery is occurring. There were no reported adverse patient events with any of the instances. No further information was available.